Event description:
Caller reported a cartridge alarm 20 occurring during pumping. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Customer continued to use the pump for insulin delivery.